Manufacturer narrative:
In chaper d4 the lot number, catalog number, expiration date and UDI were updated based on new information received from the customer.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported the patient received the following results within 15 minutes: 6,1 mmol/l ( measured with accu-chek instant) and 3,8 mmol/l (laboratory test).